Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the technical support engineer (tse) and stated that when they tried to apply energy with monopolar, they received a c-34 error code. Prior to calling for the procedure, the customer replaced the instrument, the energy cord, and tried to power cycle the erbe generator with no change. The staff found the power cord for the erbe was connected to a power strip. The customer moved the power cord to the wall outlet with no change. The customer explained that the staff would be able to complete the procedure with bipolar energy. The procedure was completed with no reported injury. Isi made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. A replacement of the iesu erbe generator was performed. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The complaint was not confirmed based on the field evaluation. Isi received the erbe involved with this complaint to perform failure analysis. The erbe was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.